Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/5 tlif decom pression and interbody fusion for l4/5 lumbar spinal stenosis. It was reported that the implant was connected to the inserter, and during the expansion test outside the surgical field, difficulty in expansion and an unusual noise were observed.. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3- product analysis: part # 6068073, lot # 1060042w, visual inspection confirmed the implant was returned in the collapsed position. Functional inspection with a sample driver confirmed the cage was able to expand and collapse. The implant functions as intended. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.